Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6996sq implantable tachy lead (B)(6) 2012; 4195 implantable pacing lead (B)(6) 2011; 6947 implantable tachy lead (B)(6) 2011. (B)(4).

Event description:
It was reported that the atrial tachycardia/atrial fibrillation therapies were disabled due to the atrial lead position check failed. Further information was unable to be obtained. The device remains in use. No patient complications have been reported as a result of this event.